Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake will not hold. Casters swivel when in brake.